Event description:
Heel warmer was activated by phlebotomist. The device is hard to activate and requires a significant amount of pressure to do so.the warmer ruptured, splashing the phlebotomist in the face and forearm. She experienced a burning sensation. She immediately flushed the affected areas with water and then went to the emergency room for care. The employee was noted to have erythema to her left cheek and minimal erythema to her forearm. She was sent home by the ed physician to shower with unscented soap and instructed to treat the areas with aloe vera or antibiotic ointment.